Manufacturer narrative:
An investigation of the returned item shows that excessive insertion force and incorrect alignment during insertion of the shim into the blade may have contributed to the reported issue.

Event description:
During the case, the physician was attempting to advance the shim down the retractor blade and tamped the shim to advance it further. The distributor feels that "the shim pusher dove behind the shim and pushed it off the track. The damage to the instruments was caused by trying to fix the shim. The reason this MDR is being submitted is due to the 30 minute delay in the case due to the issues experienced. Corelink was made aware of this delay on 2jan2020, giving the 30 day MDR a due date of 1feb2020.